Event description:
It was reported that the pt was implanted a durasul cocr head 38/-8 'xs' 12/14 (exact date not reported). During implantation, debris was found on the packaging of the head. It was decided to wash off the head on the sterile field and to continue the surgery with the same device. Surgery was not delayed.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (photograph) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).